Event description:
(B)(4). The dentist reported that 4 months after the dental implant was installed in intraoral region #7 it was verified its non-osseointegration. Forty-seven n.cm of primary stability was achieved, patient presented bone type iii and immediate load was not performed.

Manufacturer narrative:
(B)(4).